Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes do not hold and stay engaged. The customer could not determine whether there was patient involvement or adverse consequences occurred.